Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that one tibial impactor tip had a portion of the post that connects the tip to the impactor handle broken off. Review of the lot history record indicates that the device was manufactured to specification.

Event description:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that one tibial impactor tip had a portion of the post that connects the tip to the impactor handle broken off.